Manufacturer narrative:
D4: primary UDI number; updated d9. Date returned to manufacturer: 15-may-2024 h3: device evaluation: one device was received for evaluation. Visual inspection showed the device had a damaged battery door, scratched liquid crystal display (lcd) lens, peeling downstream occlusion (dso)seal, worn upstream occlusion (uso) seal and was dirty. Events history log review found multiple high alarms displayed. The cassette was not attached properly, and high alarms displayed "downstream occlusion." The device has not been in service for the review period and the previous repair was not viewed. The customer reported problem was not confirmed, and the root cause of the problem was unknown. However, due to the alarms found in the event log, replacing the downstream sensor as a preventative maintenance was recommended. The uso seal, optic switch, lcd lens, keypad, overlay and rear labels were also replaced. The device then passed all functional tests after the repairs.

Manufacturer narrative:
B3: date of event is unknown. H3 other: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a "cassette not attached" error. There was no patient involvement, and no harm/adverse event was reported.